Event description:
The user facility reported that the weld broke on the housing prior to a procedure. The broken housing could cause the non sterile battery to be exposed to the sterile field. There were no adverse consequences, no delay and no medical intervention.

Manufacturer narrative:
The reported event was confirmed. A picture was attached at intake. It was visually observed the weld was compromised.